Event description:
It was reported that electrogram (egm) review of this right atrial (ra) lead revealed ra noise with oversensing. Technical services (ts) reviewed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).